Manufacturer narrative:
The reported observation of ¿possible service app¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. Per the clinicians manual: per clinicians manual arten600144297 rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Manufacturing investigation: plano site: no issue found with DHR review. There was no rework or ncmr associated with this event.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported after an unrelated operation the ipg would not connect to external devices. Troubleshooting was attempted to no avail. In turn the ipg was explanted and replaced to address the issue.